Event description:
Additional information was received. The patient reported they had their neurostimulator replaced for normal battery depletion. They said the wire was also replaced as it was broken. During the call the patient did not mention that they hadany issues prior to replacement surgery. No patient symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
Section d11 information references the main component of the system and other applicable components are:: product ID 3889-28 lot# v223165 serial# implanted:(B)(6) explanted: (B)(6) product type lead h6: due to imdrf harmonization, any previously submitted device, method, result, and conclusion codes no longer apply to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient was feeling stimulation up her back and not in the bicycle seat area. The patient reported that the feeling stimulation in her back was a sudden change for her. The patient also reported that her symptoms had not been controlled and she got the device for bladder control but she had been having to self cath. No fall or traumas that could be related to this issue. The patient reported that this issue started in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.